Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient requested a system explant. The patient stated that when the device was on, their back tightens up, it feels as though there is a truck parked in their chest and they can¿t breathe. The patient said the ins also affected their bowel movements so they hadn't charged it in months. The healthcare professional did not want the rep to interrogate the battery since it would be explanted. The rep said the explant date was currently unknown. It was unknown what factors may have led to the issue. The rep stated that the patient said they have gotten it reprogrammed in the past but they have given up on the ins. It was noted that an explant was planned, an exact date was unknown and the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep clarified the statement ¿it feels as though there is a truck parked in their chest and they can¿t breathe" and stated that the patient had difficulty breathing. The rep reported that it wasn¿t confirmed to be related to the device or therapy. The rep reported that the patient reported this several months after he started feeling it. The rep reported that the date for explant was unknown. No further complications were reported.